Event description:
It was reported that the customer wanted help calibrating his new insulin pump. His blood glucose was 300mg/dl at the time of reporting. He was advised to contact his health care provider and to not attempt to calibrate his new pump while his blood glucose was so high. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.